Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: eua(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) false positive flu a patient result was obtained. Upon retesting the sample and using a different brand antigen test, the patient was negative for flu a. There were no health impact or consequences reported. Eua(B)(4).

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) false positive flu a patient result was obtained. Upon retesting the sample and using a different brand antigen test, the patient was negative for flu a. There were no health impact or consequences reported. (B)(4).

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes . D10. Returned to manufacturer on: 11-feb-2025. H3. Device eval by manufacturer- yes. Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 4201771. The customer reported that they received a false flu a positive result. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos were received. However, a set of reagent tube and a test cartridge was returned by the customer. The returned sample was functionally tested and the results were passing. The reported issue was unable to be confirmed. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time. The customer was advised to follow the product insert and quick reference guides for the correct workflow. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.